Event description:
A customer reported the adc device inserter did not fire and sensor could not be applied. As a result, customer reported experiencing a headache, tired, a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who provided an unspecified injection as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Manufacturer narrative:
Applicator and sensor pack 3mh00eava98 has been returned and investigated. Visual inspection has been performed on the returned applicator and no issues were observed. The applicator had been fired, however sharp was not observed. Only the pack platform was returned and no issues were observed. Further investigation was unable to be performed due to sensor was not returned. Therefore, issue is closed to no product returned. At this time sensor has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc device inserter did not fire and sensor could not be applied. As a result, customer reported experiencing a headache, tired, a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who provided an unspecified injection as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc device inserter did not fire and sensor could not be applied. As a result, customer reported experiencing a headache, tired, a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who provided an unspecified injection as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.